Event description:
The healthcare professional (hcp) of a clinical study reported that the site indicated that all impedances were in range. It was unknown if any actions were taken at the time of report. Relevant medical history included: spinal pain, lumbar radiculopathy

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site reported a data entry error. The site updated that all impedances were in range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.